Event description:
"Threads are loose at tip" was given as the reason for repair. On follow up with the customer it was reported that little pieces of metal were observed in the end of the attachment. The attachment was removed from the surgical suite. There was no evidence of a patient problem.